Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge¿ balloon catheter was returned with a "balloon burst".

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There was a tear 5 mm from the proximal markerband the tear was both longitudinal and circumferential. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm emerge balloon catheter was returned with a "balloon burst".